Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support provided troubleshooting instructions and advised using different charging equipment, but these actions did not resolve the issue. As a result, the decision was made to replace the pump. The customer planned to use an alternative insulin delivery method to ensure continuity of treatment.